Event description:
It was reported that during a coronary artery stenting procedure the liberte stent was damaged. The target lesion was located in the severly calcified, severely tortuous mid lad (left anterior descending). The 3.5x12mm liberte device was not able to cross the lesion. The device was removed from the patient and the physician noticed the proximal edge of the stent was lifted. There were no patient complications and the patient was reported to be good.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is operational context.